Event description:
The patient had been receiving lixelle s-15 therapy since (B)(6) 2025 for improvement of dialysis-related amyloidosis symptoms. Treatment was paused for one month in (B)(6) and restarted in early (B)(6). On (B)(6), approximately 50 minutes after resuming dialysis with lixelle, the patient complained of palpitations and feeling unwell, followed by sudden loss of consciousness and vomiting. Blood pressure dropped from 160 mmhg to 100 mmhg. Emergency intervention was performed, including immediate cessation of treatment and chest compressions, which successfully restored consciousness. No hospitalization was required. On (B)(6), dialysis was performed without lixelle and was uneventful. The patient has remained stable on I-hdf therapy since then. The event was considered "life-threatening" and required intervention to prevent permanent impairment.

Manufacturer narrative:
This event occurred during a blood purification therapy using lixelle s-15. Approximately 50 minutes after the start of dialysis, the patient complained of feeling unwell, followed by loss of consciousness and a significant drop in blood pressure. Cardiopulmonary resuscitation, including chest compressions, was performed, and the patient regained consciousness. The treatment session was aborted. Subsequent sessions were performed using online hdf without lixelle, and no further issues were reported. The suspect device was not returned; therefore, no physical evaluation could be conducted. Based on information obtained from the user facility and review of the device labeling, no evidence of device malfunction was identified. The root cause could not be determined; however, the likelihood of a device-related cause appears low at this time. Investigation codes: b17 (device not returned), c20 (no findings available), d14 (no problem detected).